Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; display overlay found out of electrical specification. It was noted the bezel was cracked. Concomitant medical products: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported that calibration, the pen is a half an inch to an inch off. The programmer was returned for repair. No patient complications have been reported as a result of this event.